Event description:
It was reported via repair work order that the mattress could not adhere to litter surface due to missing velcro. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.